Manufacturer narrative:
During the evaluation of the device at the manufacturer's service ctr, "service required" codes were observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issues.

Event description:
The manufacturer received info alleging a "service required" alarm condition occurred and the ventilator failed to charge its internal battery. The device was not in patient use.